Event description:
It was reported that the patient had an infection, so the patient's device was "externalized" sometime in (B)(6) 2013. The leads were left in place, but the device was removed from the body and used externally. The patient had a new device implanted last week. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).